Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level was recorded at 285 mg/dl. The pump was later tested and started without any issue. The device was returned for further examination, and a replacement pump with serial number 1438749 was issued.